Event description:
Patient reported having experienced left side "hard knots or lumps surrounding the implant or in the armpit" as well as having "a lump or thickening in or near the breast or in the underarm area." Patient reported "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)". Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: correct parent aware date was (B)(4)2021. This was submitted incorrectly on previous mw.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/26/2021 and 07/17/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule and raynaud's phenomenon are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having experienced left side "hard knots or lumps surrounding the implant or in the armpit" as well as having "a lump or thickening in or near the breast or in the underarm area." Patient reported "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)". Patient reported left side rupture. Device remains implanted.

Event description:
Explanting physician called and confirmed left side rupture.the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, g2, h3, h6 device evaluation: the device related to the reported event of rupture, lump/nodule, raynaud¿s phenomenon and anxiety-product/procedure was received on september 21, 2022, with lot number 1498045. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device in the posterior side as unidentified (tear) opening (shell thickness was within specification). ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. ¿ raynaud¿s phenomenon: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ creases observed on the device. No further actions are required as the device was implanted.